Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer stated that she experienced low blood glucose levels because the basal rate settings were set too high a night time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.